Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she was not having a lot of success for her anal incontinence. But she did for the first 6 weeks following the implant. She stated the level was up to like a 6 which was painful, so she had to take it down to 5.8. She indicated she did not have very many bowel movements. The patient stated her problem was she thought her bowel was empty, then 5 minutes later she will check and there was more that came out. It was noted that the patient did not always feel stimulation, prior to increasing, starting about 2 weeks prior. The patient further reported that she was supposed to go back to the healthcare professional (hcp) but had a "bout" with cancer and chemo for her nose. The patient had been increasing on the same program and wanted to try another program. Patient services worked with the patient to change from program 1 at 5.8 to program 2 at 1.6 and patient was going to try it there. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that as for action taken to resolve the lack of stimulation, they have changed programs and intensity within the program. No further complications were noted or anticipated